Event description:
It was reported that a cartridge alarm 30 occurred while the pump was idle. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.